Manufacturer narrative:
Device passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Device received with cracked case at display window corners, reservoir tube and battery tube threads. Device received with minor scratched display window.

Event description:
Customer reported a hospitalization for high blood glucose some time in (B)(6). Customer's blood glucose was 700 mg/dl when admitted. He stated he didn't think his insulin pump was delivering insulin and he did not know what to do, so he went to the hospital. He experienced no symptoms of high blood glucose. He was treated with an IV and insulin. Customer also stated his blood glucose was 535 mg/dl a few days ago. Customer declined troubleshooting. A replacement device was sent. Nothing further reported.